Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not charge battery packs) was confirmed. As received, the charger was unable to charge a test battery pack. Upon evaluation, there was liquid contamination on the battery board. The cause of the inability to charge the battery packs is the liquid contamination. The root cause of the liquid contamination is ingress of an unknown contaminant. No adverse event resulted from the contaminated charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was not charging the battery packs.